Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a software crash caused the issue. The software was reloaded.. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) monitor displayed the error message: bi.oarm. Application could not load the configuration file. This issue was noted outside of a procedure, and there was no patient involvement.